Event description:
Nearly choked [choking sensation]. Brush head broke off the stem - oral-b [device breakage]. Case narrative: consumer email stated that while brushing the rotating head broke off the stem and nearly choked. No serious injury was reported.

Manufacturer narrative:
Product return was not received. Product return was requested. Full evaluation will occur upon receipt of product return.